Manufacturer narrative:
Na.

Event description:
The customer stated that they had an erroneous result when testing one patient for glucose with accu-chek inform ii meter serial number (B)(4). On (B)(6) 2018 at 9:22 p.m., a fingerstick sample from the patient was tested on the meter, resulting as 35 mg/dl. At 9:36 p.m., a fingerstick sample from the patient was tested on the meter, resulting as 19 mg/dl. At 9:40 p.m., a sample was collected from the patient and tested with a laboratory method, resulting as 85 mg/dl. At 9:58 p.m., the patient had slurred speech. At 10:56 p.m., a d5 normal saline infusion was started on the patient. At 10:48 a.m., the patient was trying to remove the catheter from the insertion site and it infiltrated. On (B)(6) 2018 at 11:41 a.m., a fingerstick sample from the patient was tested on the meter, resulting as 21 mg/dl. At 11:54 a.m., a fingerstick sample from the patient was tested on the meter, resulting as lo (< 10 mg/dl). At 12:07 p.m., a fingerstick sample from the patient was tested on the meter, resulting as 13 mg/dl. At 12:18 p.m., a fingerstick sample from the patient was tested on the meter, resulting as lo (< 10 mg/dl). At 12:25 p.m., the patient had slurred speech. At 12:30 p.m., a new intravenous insertion site was started on the patient and eventually infiltrated at an unknown time. At 12:35 p.m., a sample was collected from the patient and tested with a laboratory method, resulting as 100 mg/dl. At 12:50 p.m., a fingerstick sample from the patient was tested on the meter, resulting as 14 mg/dl. At 12:51 p.m., a d5w infusion was started on the patient. At 12:52 p.m., the patient was given glucacon. The patient had shallow respirations and was difficult to keep awake. The patient did not pass out, but was very lethargic. She had pitting edema in all 4 extremities. At 1:51 p.m., a fingerstick sample from the patient was tested on the meter, resulting as 15 mg/dl. At 3:09 p.m., the patient was able to be aroused by general touch. At 4:39 p.m., a venous sample was collected from an intravenous site and was tested on the meter, resulting as 89 mg/dl. At 5:19 p.m., the patient was confused and rambling nonsense. The patient was started on 3 l of oxygen at 89%. At 6:15 p.m., a sample was collected from the patient and tested with a laboratory method, resulting as 126 mg/dl. At 9:44 p.m., the patient had fluid seeping from her extremities. At 10:11 p.m., the patient received a d5w intravenous infusion and blood glucose testing was discontinued. The patient had even and labored respirations. The patient was confused and refused vital checks. The patient¿s diet was altered. When the patient was fist admitted to the hospital on (B)(6) 2018, she was eating 40 percent of the food on average. On (B)(6) 2018, she ate only 10 percent of her breakfast and 5 percent of her lunch and dinner. On (B)(6) 2018, the patient ate 10 percent of her breakfast, lunch, and dinner. On (B)(6) 2018, the patient did not eat breakfast, lunch, or dinner. On (B)(6) 2018, the patient was only able to tolerate a few bites of breakfast. The patient took her morning medications as normal on (B)(6) 2018. The patient had her last antibiotic dose of macrobid at 8:00 p.m. On (B)(6) "20189". The patient started florinef medication at 9:00 a.m. On (B)(6) 2018. The patient received 2 doses on (B)(6) 2018, 2 doses on 19-jun-2018, and none on (B)(6) 2018. This medication was then discontinued. The patient was given her last dose of effexor on (B)(6) 2018 at 8:38 a.m. The patient¿s activity level has decreased. When the patient first arrived at the unit, 2 people assisted her when transferring her from the bed to the wheelchair. There were a few times where one person was able to assist with transfer of the patient. On (B)(6) 2018 from 9:58 a.m. Until 10:07 a.m., the patient participated in physical therapy and received moderate assistance. The patient was able to ambulate 5 feet with a walker, then declined further therapy. On (B)(6) 2019, the patient was unable to stand with assistance, but could transition from laying down to siting on the side of the bed with maximum assistance. The patient was able to sit on the side of the bed with minimal assistance. There were no reports of serious injury based on actions or inactions taken due to results received on the meter. There was no allegation of an adverse event. The customer¿s product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.